Event description:
It was reported that during a nephrectomy the device failed and a blood transfusion was needed. Another device was used to complete the procedure. Additional information has been requested, but no additional information has been received. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device investigation found that the device was returned with the jaws of the device jammed 2.25mm apart, the blad extended but fully contained within the jaws and a crack in the jaw actuation lever. Upon evaluation, the jaws appeared to be in alignment but were unable to open. The handle was unable to fully release due to the blade being jammed. No electrical testing could be performed due to the condition of the device. The device history record was reviewed and no discrepancies were noted.